Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2010 during drain cycle 8. The programmed fill volume was 170ml and the total drain volume was 230ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The device met specifications. The root cause was determined to be insufficient drain - false empty detect at initial drain and at previous therapy last drain. Review of the service dates and activities revealed the previous return of the device was not for the reported problems of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).